Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with 64 error alarm during self test due to faulty component on the radio frequency board. Pump was received with intermittent act button response due to flattened act button dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for rf pic failed selftest. Customer¿s blood glucose was normal but customer states that it was normal. Insulin pump will be return for analysis.